Manufacturer narrative:
(B) (4). The ge service rep found that the image on the left monitor was pulsing and unstable during live fluoro. He inspected the image intensifier and heard clicking coming from I. I. Power supply. All inputs to i.I. Power supply verified good. He replaced the power supply. No change in indications. He also replaced the image intensifier with oec part purchased directly by customer. The system operates as intended.

Event description:
The customer reported the left monitor began flashing while doing a fluoro image during a vascular procedure. The system had to be replaced to complete the procedure. No pt injury was reported.